Event description:
It was reported that the user¿s ilet displayed an out-of-insulin condition despite approximately half a cartridge remaining, and the issue was associated with infusion set and connector handling. Education was provided that the fill-tubing step determines the pump¿s insulin-remaining estimate, and the user reconnected to therapy without alarm activity. No reported adverse clinical effects. Outcomes included no hospitalization, no long-term impact, and successful continuation of pump therapy after troubleshooting and education. Investigation included customer interview and on-call troubleshooting focused on cartridge, infusion set connection, and fill procedure. Investigation of this case revealed user handling and infusion set deployment as contributory, with the device estimating insulin volume based on fill-tubing priming rather than actual cartridge volume; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup and fill-tubing steps.